Event description:
During the coil embolization the middle cerebral artery (mca) aneurysm, the patient had a thrombus in the mca branches that was treated with reopro and aspirin. No other information was provided.

Manufacturer narrative:
A device history record review confirmed the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombus is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
During the coil embolization the middle cerebral artery (mca) aneurysm, the patient had a thrombus in the mca branches that was treated with reopro and aspirin. No other information was provided.

Event description:
During the coil embolization the middle cerebral artery (mca) aneurysm, the patient had a thrombus in the mca branches that was treated with reopro and the patient was placed on a regimen of aspirin for three months. The physician stated that the thrombus was unexpected and the procedure had been uncomplicated. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A ship history review identified two lots that were supplied to the user facility prior to this event. A device history record review for both lots confirmed that they met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombus is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.